Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a left hindfoot fusion surgery the jaw of grasper broke in-case. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-4160ft bone reduction forceps with teeth batch 6671817 was received for evaluation. The visual evaluation revealed that one of the curved jaws was broken off. The more in-depth visual evaluation found that the laser marks are faded. The device's manufacturing date 10-sep-2018. Functional testing was not done as the device was received broken/damaged. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.